Event description:
The screw head broke while trying to withdraw the screw. The screw remains in the bone of the pt. The piece of screw that remains in the bone can't be reached. No clinical consequence.